Event description:
It was reported in an abstract titled "management of osteomyelitis post-kyphoplasty in an elderly osteoporotic patient with rheumatoid arthritis - case report and review of the literature", a patient was presented several months following a kyphoplasty with low back pain and imaging studies consistent with osteomyelitis. Patient underwent a two-staged procedure. Corpectomy with strut grafts were followed in delayed fashion with posterion spinal instrumentation. Long-term i.v. Antibiotics followed by oral antibiotics was required. At 2 years postoperatively, patient had made an excellent recovery with radiographic evidence of fusion and no evidence of infection. No further information was reported. Note: abstract did not provide information of the balloons products or bone cement used in the patients.

Manufacturer narrative:
Report source: abstract titled "management of osteomyelitis post-kyphoplasty in an elderly osteoporotic patient with rheumatoid arthritis - case report and review of the literature", by john f hamilton md, j patrick johnson md, neel anand md. Eval method: follow-up with author.